Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) artery with 100% stenosis, a length of 12mm, and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25x16mm promus element ¿ drug-eluting stent. Post dilatation was not performed. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired. The primary cause of death was ¿sudden cardiac incident which led to death¿. It is unknown whether or not an autopsy was performed.